Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's electrogram revealed t-wave oversensing on the ventricular lead and possibly additional ventricular signals during episodes of automatic mode switching. Subsequently, the oversensing was not reproduced with isometrics in clinic and the lead was in all ways functioning normally. The patient was stable throughout.

Event description:
New information states that there were more episodes of ventricular lead oversensing on (B)(6) 2019. The lead was reprogrammed and the issue was resolved. The patient was stable.